Event description:
A report was received that the patient was experiencing pain and burning sensation over the ipg site. The patient stated that the pain was worse when the stimulation was turned on. The patient underwent an explant procedure. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-4316, lot#: 16611056, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.